Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injection therapy as a backup.